Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 301943 lot 1809327 to investigate for this record. After evaluation of the returned sample, bd identifies that the foreign matter particles are a silicone oil mixed with powder coming from the assembling process. As a result, bd was able to verify the reported issue. Due to friction between pieces and machine's rails, little plastic powder is produced. The mixture was produced due to an accumulation of powder which may drop off during some unexpected movement in the assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that there was foreign matter with a bd 5ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it was found that the needle with foreign matter before using.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd 5ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found that the needle with foreign matter before using.